Manufacturer narrative:
As the device is registered in the USA it has been reported despite the event occurring in china. Information provided was limited and there is no clear evidence linking the device use with the complication seen in this case, the patient recovered fully following further treatment. Representatives from the distributor met with staff from the reporting clinical to provide device training. There has been 1 other instances of infection and premature device removal as a result, however this case originated from the same end user but a different device lot. As such it is not possible to assertain a root cause. During initial assessment of the device reportability, the registration of the device in the USA was overlooked and as such this report has been made later than 30 days following initial manufacturer awareness. An internal non-conformity has been raised to address this issue.

Event description:
Our china based distributor informed us of an adverse event cases from a single end user. This was provided as follows: "ten days after surgery, wound had not healed , doctor found there was wound infection, so they took out the suture, prescribed medicine and proceeded physical therapy." This is being reported due to the need for clinical intervention and removal of suture devices against IFU guidance, due to infection. No additional information has been provided.